Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clips could not be installed onto the grips. When installed the clips failed from the grips. Additionally, the instrument was found to have a loose grip cable at the clamping pulley on axis 6. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint regarding the clips cannot be fixed was confirmed by failure analysis. The root cause of the issue is attributed to a loose grip cable, which results in insufficient strength from the instrument tips to retain the clip. The specific cause of the loose grip cable could not be determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the large hem-o-lok clip applier instrument was unable to secure the clip. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.